Event description:
It was reported that the patient underwent spinal fixation surgery several years ago which included overlapping plates with a revision nut. The system was removed in (B) (6) 2009. During explant surgery, the revision nut driver broke and the tip shattered into several pieces. A 9mm male hex could not be located so the surgeon had to burr through the metal plates in order to extract. It is believed that all broken pieces were removed from the patient. The surgeon believes the patient lost some blood due to the breakage.

Manufacturer narrative:
(B) (4): the product was returned for evaluation. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. A review of the device history records did not identify any applicable nonconformance to specification.